Event description:
It was reported that, the fiber did not seem to be working, and then it made a popping noise, and it broke. The fiber was replaced, and the procedure was completed successfully. There were no patient complications.

Event description:
It was reported that, the fiber did not seem to be working, and then it made a popping noise, and it broke. The fiber was replaced, and the procedure was completed successfully. There were no patient complications.